Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was difficulty in extracting the chip of the rod. Additional surgical access and bone trepanation were required. There were not any fragments generated from the broken device. There was a surgical delay of sixty (60) minutes. After the chip of the rod was extracted, the surgeon performed a correction by installing the rod for boneplasty. Concomitant devices reported: unknown locking bolt (part #: unknown, lot #: unknown, quantity: unknown) and unknown end cap (part #: unknown, lot #: unknown, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: investigation summary: the received part got forwarded to ms&t (material science & testing) department for evaluation, find below their statement: methods: macro- and microscopic investigations. Scanning electron microscope (sem) . Energy dispersive x-ray spectroscopy (edx) . Results: macro - and microscopic investigations: the macroscopic investigation shows two fragments, here defined as shaft ¿ and tip- fragment. The nail was separated in the lowest cross section at fixation hole. While the shaft fragment shows only minor influences on the blue-anodized surface, the tip fragment shows significant scratches and other mechanical damages on the outer surface as well inside the last fixation hole. The macroscopic investigation of fracture 1 and fracture 2 from the tip fragment shows only small areas with the original fracture structure, but more damaged and flattened areas. Fracture 2 has height variations in the topography and shows more plastic deformation compared to fracture 1. The fractographic structure from the shaft fragment shows almost no damages on the fracture surfaces. Fracture 2 also shows height differences in the topography compared to fracture face 1. Scanning electron microscope (sem): for the analysis of the shaft fragment, the fragment needs to be cut, to fit the fracture face into the sem which is not permitted according the advice of the customer. The sem investigation of the surface structure of the tip fracture 1 shows a fatigue fracture mode with characteristic fatigue lines with secondary cracks. The fracture also shows flattened surface with scratching marks in different directions, distributed over the whole fracture. Which is a clear indication for movement after fracture event. The opposite tip fracture 2 shows also fatigue lines and secondary cracks but more with a character of a ductile fracture. In the expected residual fracture of tip fracture 2, where the most differences in the topography can be seen, shows one area with a mixed type of cleavage - and ductile structure. The sem investigation on the shaft fragment cannot be performed due to the missing permission to perform destructive testing on the nail. Energy dispersive x-ray spectroscopy (edx) due to the detection of titanium (ti), aluminum (al) and niob (nb), the use of ti6al7nb can be confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The implant(s) was not returned and instead the investigation will be done based on the supplied image(s) the image(s) was reviewed and the complaint condition could be confirmed as the images show the broken nail. As the instrument(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. , the new information was reviewed and there are no additional photos or x-rays that were sent to us cq relating to the customer's current complaint. The customer has had several surgeries and these additional photos and x-rays show the customer's previous surgeries and not the current complaint. Therefore, this investigation remains as is. Device history lot part number: 479.340, lot number: 5936598, manufacturing site:synthes salzburg, release to warehouse date: 03.nov.2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the tip fragment shows significant damages compared with the moderate damages on the shaft fragment. It can be assumed the damages on the tip fragment were caused during the explanation surgery. The scratches/damages, are only present on the tip fragment and possibly caused by an surgical instrument. The shaft fragment could not be investigated. Tip fracture 1 shows all signs of a cyclic overload although the disrupted and flatted fracture structure lost the most information. The topography variations/deformations observed in fracture 2 indicate a high nominal load must have been applied to cause the damage. Due to the fracture structure was destroyed by mechanical damages, a determination of the fracture initiation point on the tip fragment, cannot be done accurately. The fracture initiation probably could be determined by a sem investigation of the shaft fragment. The present tibia nail was fatigued by cyclic overloading. The overloading caused the nail to fail by a fatigue fracture mechanism. The observed fatigue striations and secondary cracks on the entire fracture surface are an unequivocal indication of a fatigue fracture. The fatigue crack initiated at the zone of the highest flexural strain, at the chamfer of the fixation hole and propagated through the cross section, gradually diminishing the load bearing area until a final fracture occurred. For a more complete investigation, the shaft fragment needs to be cut to perform a metallographic investigation on the cross sections to shows the quality of the raw material. It is also recommended to perform a vickers hardness testing to confirm the homogeneity of the base material on the metallographic cross sections. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. As the investigations performed didn¿t identify any manufacturing defect or deficiency, therefore the in the investigation flow listed remaining investigation steps are not required.,complaint summary: on sept 21, 2020 a complaint was received directly from the patient via e-mail to reception (the complaint is received by bq responsible person on sept 22, 2020): ¿on (B)(6) 2020 I had a paid surgical operation by implanting stem synthes. After 3 months, it broke in operated shinbone (tibia).¿ the image(s) was reviewed and the complaint condition could be confirmed as the images show the broken nail. As the instrument(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. 22-oct-2020 update: new information was received on 13-oct-2020 and 15-oct-2020, the new information was reviewed and there are no additional photos or x-rays that were sent to us cq relating to the customer's current complaint. The customer has had several surgeries and these additional photos and x-rays show the customer's previous surgeries and not the current complaint. Therefore, this investigation remains as is. Device history lot = part number: 479.340, lot number: 5936598, manufacturing site:synthes salzburg, release to warehouse date: 03.nov.2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.,part number: 479.340, lot number: 5936598, manufacturing site:synthes salzburg, release to warehouse date: 03.nov.2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: on (B)(6) 2020, an osteosynthesis procedure was performed to implant a synthes stem. After three (3) months, the implant broke in the tibial bone. On (B)(6) 2020, the patient reported that the bone broke again. There was a corrective procedure performed on an unknown date. This report is for one (1) utn 9 l345 cpl w/end cap tan dblue. This is report 1 of 1 for (B)(4).